Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-18. H6: investigation summary. A device history record review was completed for provided material number 305211 and lot number 9226947. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and four photos were provided for evaluation by our quality team. The sample came in a sealed packaging blister. A visual inspection was performed and the plastic shield is deformed at the middle. The needle is straight and no other defects or imperfections were observed. The four photos provided show the sample received. It could be possible for this defect to occur if there was a jam at the packaging feeder inducing the damage to the shield. Based on the investigation with the returned and photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that needle filter blunt fill 18x1-1/2 was deformed. The following information was provided by the initial reporter: during our visual inspection, deformation was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle filter blunt fill 18x1-1/2 was deformed. The following information was provided by the initial reporter: during our visual inspection, deformation was found.